Manufacturer narrative:
Without the return of the product, it is not possible to determine if damages or defects exist on the product, nor can any manufacturing nonconformance, failure mode, root cause, or potential contributing factors be identified. The lot number was not provided; therefore, a review of the manufacturing records could not be completed. An engineering evaluation has been initiated to assess for any manufacturing-related processes which could be correlated to the complaint. Complaint histories for all reported events are reviewed against trending control limits and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
It was reported via medwatch 390267000020228009 that 11 fogarty catheters model 120404fp were opened in the operating room and every balloon was melted and in pieces prior to even attempting to inflate them. There was no allegation of patient injury. It is noted that the catheters came from lot 10024600, which does not appear to correlate to the reported model number. Per additional follow-up, the customer reported that their facility stores the catheters in an area with ozone, which is known to cause deterioration of latex as described in fca 90905. This is sample 1 of 11 reported.

Manufacturer narrative:
Per additional follow-up, the customer reported that their facility stores the catheters in an area with ozone, which is known to cause deterioration of latex as described in fca 90905. An engineering evaluation was initiated to assess for any manufacturing-related processes which could be correlated to the complaint. The storage conditions for these catheters are specified in the IFU. A product risk assessment addresses balloons with fragmentations for embolectomy catheters, and a CAPA to address this issue is currently in its implementation phase. The CAPA investigation concluded that the root cause is exposure of latex to ozone, which can happen when the pouch packaged device is stored in rooms with high energy ionizing radiation sources that could generate ozone e.g. Fluoroscopy machines, x ray machines, uv lights, hvac sanitation equipment, etc. As a result, fca 90905 was voluntarily initiated instructing customers to return any product which has been stored in the same room as high energy ionizing radiation sources which emit ozone. The insertion section of the IFU provides important warnings and instructions to verify the electrical continuity and integrity of the device.